Event description:
(B)(6) clinical study. Same patient as: 2134265-2012-01636, 2134265-2012-02562. Same case as: 2134265-2012-01247. It was reported that post a coronary stenting treatment procedure, the experienced angina. Lesion 1 was located in the distal right coronary artery (rca). The lesion was 95% stenosed, 2.75mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. After the placement of the 2.5x20mm taxus liberte stent, a side branch became occluded. A small branch which had been wired was occluded upon completion, but this was less than a millimeter in vessel. The patient was treated medically. Lesion 2 was located in the proximal rca. The lesion was 70% stenosed, 3.75mm in diameter and 6mm long. The lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. Post index procedure, the patient developed chest pain, electrocardiogram changes and troponin elevation. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced angina and underwent intervention. Angiography revealed 60-70% ostial stenosis in the rca and a patent distal rca stent. The rca was treated with placement of three taxus drug eluting stents proximal to the previously placed distal stent. There were continued patency of the study stent. 1 day later, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).